Event description:
It was reported that this right ventricular (rv) lead was explanted as pacing thresholds and pacing impedances were elevated. A lead fracture was suspected as well. The pacemaker was explanted due to normal battery depletion and a new system was implanted at the same surgical procedure. The hospital kept the lead. No additional adverse patient effects were reported.